Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer is replacing five pcu front cases with keypads because the keypads are not functioning. There was no patient involvement reported.

Manufacturer narrative:
Correction: disregard file (after further review, the MDR was submitted in error).

Event description:
It was reported the customer is replacing one pcu front case with keypads because the keypad is not functioning. There was no patient involvement reported.